Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."

Manufacturer narrative:
Clinical conclusion: while there is a temporal relationship between ccpd therapy with the liberty select cycler and the pt¿s slow drains and right lower quadrant abdominal pain; there is no documentation supporting a causal relationship. The pt was having complications with her pd catheter (not a fresenius product) which is most likely associated with the pt¿s slow drains and abdominal pain. The pt was transitioned to hd therapy while the pt¿s pd catheter issue was addressed (unknown treatment). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient draining slowly for the past 2 hours. Patient was connected to cyc at time of call in drain 1/3. Patient contact reported spotting two air bubbles in the drain line. The patient also a scale reading error in drain 1 of 3 for the first time. The liberty select load cell was reading within calibration at 703. Patients contact also reported that the patient was experiencing pain on her right lower side of her stomach. The patient was advised to notify the peritoneal dialysis nurse of the pain and instructions for completing treatment. During follow up with the patient¿s peritoneal dialysis nurse, it was reported that the patient was having issues with their pd catheter (not a fresenius product). It was further stated the patient¿s pd catheter issue would be addressed; however, at this time it is unknown what treatment, if any was rendered. The patient. Was transitioned to hemodialysis therapy in the meantime. No further medical intervention has been reported to date.